Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg has reach end of life. The patient underwent an ipg replacement and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn:(B)(4)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg has reach end of life. The patient underwent an ipg replacement and was doing well postoperatively.